Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with recurrent symptomatic atrial fibrillation underwent radiofrequency ablation by using non-contact force-sensing catheter and suffered hematoma requiring intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿persistent atrial fibrillation ablation with or without contact force sensing¿ the purpose of this study was to compare the procedural profiles and outcomes of persistent atrial fibrillation ablation with or without using contact force-sensing catheters. The study was conducted between april 2014 and january 2015. Lasso is the only bwi device that identified in this group, however catalog and lot numbers are unknown.